Manufacturer narrative:
On (B)(6) 2016, day 30, no additional information had been obtained, therefore kci is reporting this event as it was unknown if medical or surgical intervention was required. On (b)6) 2017, the following information was reported to kci by nurse: the nurse confirmed the v.a.c.® granufoam¿ dressing/dressing kit was manually removed after saline soak with minor soft tissue damage and no bleeding. Based on the additional information obtained, kci has confirmed the v.a.c.® granufoam¿ dressing/dressing kit was manually removed without medical or surgical intervention. Kci has determined this is not a reportable event. Device identifier not provided.

Event description:
On (B)(6) 2016, the following information was reported to kci by nurse: a foreign material alleged to be v.a.c.® granufoam¿ dressing/dressing kit was reportedly "stuck" to the patient's wound bed. The nurse was currently soaking with normal saline without success. No additional information is available. The v.a.c.® granufoam¿ dressing/dressing kit lot number is not available, therefore a device history review could not be performed.